Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm indicating internal battery end of life.  The patient exchanged the controller to their back up controller at home.   Upon log file review, the controller loss of power was confirmed. The controller was removed from use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for evaluation. Log file analysis associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2024 at 01:15:12, and multiple event exceptions logged since (B)(6) 2024, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for less than two (2) years. Furthermore, log file analysis revealed two (2) controller power-up events were logged on (B)(6) 2024 at 03:51:28 and 03:58:29, likely due to troubleshooting of the controller and/or to the reported controller exchange. Log files also revealed one (1) vad disconnect alarm logged at 03:58:46, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. As a result, the reported event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be at tributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause for the reported loss of power can be attributed to a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.